Event description:
It was reported to boston scientific corporation (B)(6) 2015 that a speedband superview super 7 was used in the esophagus during an esophageal banding procedure performed on (B)(6) 2015. Reportedly, a double channelled therapeutic bleeder scope was used during the procedure and the speedband was used on the ¿a¿ channel, which has a bridge on the distal tip. According to the complainant, during the procedure, the first two ligation bands were deployed succesfully on the varices. The physician then suctioned and attempted to release the third band on another varix. However, when the ligating unit was removed from the scope the physician noted that the third band had not deployed. Upon removal from the scope the ligating unit was noted to be loose and the suture was not attached to the wire loop. According to the physician, it is possible that the bridge was raised and cut through the suture. The procedure was completed with this device. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported issue of bands failed to deploy. Reported event of suture detached. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.